Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician has more hybrids with this lot number on the shelf. This two wires got stuck in the magic catheter and it was not possible to push them to the tip of the magic. The friction on this two wires was extreme. After this two hybrids they changed to a hybrid007j with another lot and then everything was fine. They will try the other three hybrid007j with the lot 00634685 and they will give us a feedback." Incident report form submitted for this complaint indicates that no patient injury was sustained.